Event description:
It was reported that the power load system was stuck in the mid position while transporting a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer evaluated the unit and reported this unit to be operating to specification. Customer evaluated the unit.

Event description:
It was reported that the power load system was stuck in the mid position while transporting a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.